Event description:
Information received by medtronic indicated that the insulin pump battery discharged too fast . Customer reported after installing new batteries they received battery power loss alarm. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. Customer returned device for alleged device's battery lasts less than expected and device's unexpected battery power loss found on (B)(6) 2022. The device passed the displacement test, sleep current test, active current test, and self-test. Test p-cap and reservoir locked properly into reservoir compartment during testing. No alarms or alerts noted during testing. Successfully downloaded history files and traces using thus. The power management tool confirmed pump error 25 alarm was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6/electrical board . After disconnecting and reconnecting the internal lithium backup battery connector on j6/electrical board, the device was monitored and functioned properly. Pump error 25 on (B)(6) 2022 between time 01:00:00.000 and 22:00:06.000 were found in the history files. The device downloaded history confirmed the device alarmed replace battery now alarm on (B)(6) 2022 between time 02:31:00.000 and 02:41:00.000, and power loss alarm on (B)(6) 2022 at time 10:02:46.000 due to moisture damaged to the electrical board. Device was cut open to perform visual inspection and moisture damage on the electrical board motor, and force sensor. No moisture found on electrical board. The following were noted during visual inspection: partially broken retainer, serial number label missing, cracked select button keypad overlay, keypad overlay texture damage, scratched case, pillowing keypad overlay, and corroded battery tube. Device passed all required testing. Pump error 25, charge/battery lasts less than expected and unexpected battery power loss was confirmed due to a connector resistance issue with the j6 connector on electrical board . Moisture damage found on electrical board, motor, and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.